Event description:
On 29-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false negative result of 0.05 a 40 year old female patient with shortness of breath. Customer states that the alternate method was positive. There was no additional patient information at the time of this report. Method date tested result sample I-stat (B)(6) 2024 6:34 am 0.05 ng/ml a, wb from lith hep dxi (B)(6) 2024 7:07 am 0.123 ng/ml b, plasma from lith hep collection times were not provided at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. It is suspected that the customer is comparing across platforms in this case which is not recommended . The customer is comparing the I-stat troponin I against troponin t and the results of different troponin assays are not generally comparable: ctni and ctnt are distinct molecules and results are not interchangeable, nor comparable. In addition, significant variation in absolute troponin values may be observed for a given patient specimen with different analytic methods.. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-mar-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23309.